Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (hcg) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse determined that the probe integrity errors were occurring at the same time that reagent probe aspiration errors were occurring. The cse checked the reagent probe performance and determined that the reagent probe needed alignment. The cse aligned the reagent probe and performed quality control (qc) with all results in range. The cause of the discordant hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high human chorionic gonadotropin (hcg) results were obtained on one patient sample on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The customer repeated the same sample on the same advia centaur cp instrument and alternate advia centaur cp instrument, and it recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.